Manufacturer narrative:
Ge healthcare recommended to the customer to replace the caster. No report of patient involvement.

Event description:
The hospital reported that the caster broke while the anesthesia machine was being moved. There was no report of patient involvement.